Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not updating, not writing reports, and had experienced telemetry issues. In addition, the stylus and analyzer were not working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis could not confirm analyzer issue. Analyzer passed all tests and functions as expected. If information is provided in the future, a supplemental report will be issued.